Event description:
Physician was performing surgical procedure: tvh with a/p repair using uphold and pinnacle devices. When using the pinnacle device, the surgeon experienced some difficulty passing the bullet suture and it did detach from the device, resulting in an unretrieved device fragment. Diagnosis or reason for use: surgical procedure tvh with a/p repair.